Manufacturer narrative:
(B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced severe pelvic pain, swelling, urinary and bowel problems, painful intercourse, infections, recurrence, neuromuscular problems and worsening of incontinence. Furthermore, it was reported that the plaintiff died. The cause of death was reported as shock with multiple organ system failure and suspected sepsis. Related to manufacturer report #: 2183959-2014-63558.